Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with symptoms of congestive heart failure. Interrogation of the device found it had triggered the elective replacement indicator earlier than expected. The device remains in use. No patient complications were reported as a result of this event.